Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. If the device is returned the event will be updated.

Event description:
Boston scientific received information that this implantable right ventricular (rv) lead had a conductor fracture. A procedure took place and the rv lead was surgically abandoned. A new rv lead was successfully placed. There have been no adverse patient effects reported as a result of the revision procedure.